Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pwd experienced issues with infusion sites not adhering properly and noted three applicators with cracked caps. No visible damage was observed on the infusion set packaging. The sticks method had been reviewed by the pss and was being followed by the pwd, who also tapped the edges of the applicator prior to insertion. The pwd had used a total of nine infusion sets. The pss instructed the pwd to retain the applicators with cracked caps for return. No further assistance was required. The pwd reported receiving a line blocked alarm prior to making contact. The pss believed the blockage originated at the infusion site, as site-related issues had persisted. The same cassette was used, with only the infusion site and location changed. The event occurred during patient use, and no patient injury was reported.